Event description:
It was reported that the lower jaw broke off inside the patient. No significant delay or patient injury reported.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the top jaw of the perfect passer broke off inside the patients shoulder. An exact root cause cannot be determined with confidence as product was not returned; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Excessive force applied to the device can result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.